Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited oversensing, noise, low impedance, high thresholds, and possible loss of capture. It was also reported the patient received inappropriate atrial tachycardia therapy due to the noise. The ra lead was reprogrammed and is scheduled for replacement. No patient complications have been reported as a result of this event.